Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to failure of the power supply. In addition, no image was present due to a printed circuit board failure and the front panel was noted yellow. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus was informed of a report of an "e105" error. There was no patient involvement, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a faulty power supply unit was confirmed by repair. The illumination lamp could not be properly controlled, therefore, e105 resulted. The cause of the damaged connector was unknown. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.